Event description:
On 15th february 2024, rayner received notification from a UK healthcare facility of an event that occurred during a surgery with rayone toric rao210t. The event description provided states that he theatre, prior to the surgery session 2x rayone toric rao610t iols (original, and a back-up device from the same batch) were identified as out of labelled expiry date (see also c240371 - FDA MDR 3012304651-2024-00051). Device not implanted.

Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. On 15th february 2024, rayner received notification from a UK healthcare facility of an event that occurred during a surgery with rayone toric rao210t. The event description provided states that he theatre, prior to the surgery session 2x rayone toric rao610t iols (original, and a back-up device from the same batch) were identified as out of labelled expiry date (see also c240371 - FDA MDR 3012304651-2024-00051). The devices were not used; however, additional information received states that prior this observation, the patient was already fully prepared for surgery with anaesthetic. Rayone products are labelled with "do not use after expiry".